Event description:
It was reported that this right ventricular (rv) lead triggered a red alert for a high out of range shock impedance measurement, measuring greater than 125 ohms. Upon review, this observation has been occurring for some time, most recently, the value was measured at 126 ohms. No noise was observed. Technical services (ts) provided the health care professional (hcp) with troubleshooting and programming options. The hcp will discuss the findings and ts suggestions with the physician. At this time, the rv lead remains in-service. No adverse patient effects were reported.